Manufacturer narrative:
According to results of the investigation, the most probable root causes identified is that there is no recommendations regarding the use of cooperative mode in the IFU and the training record. Analysis of data log.

Event description:
It was reported that during a surgery the robot arm stopped to move and an error message appeared.